Event description:
It was reported that an 8015 pcu was affected by keypad recall and replaced front case with keypad for (system key unresponsive) pcu keypad recall 2020 and battery conditioned. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.